Manufacturer narrative:
The device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent struts rows, stent struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5/20mm balloon, a 2.75 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Event description:
Reportable based on analysis completed on 29jan2019 it was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5/20mm balloon, a 2.75 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Corrections: device lot number corrected from 22649455 to 22746542. Device expiration date corrected from 03/02/2020 to 03/25/2020. Device manufactured date corrected from 09/04/2018 to 09/27/2018. The device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent struts rows, stent struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.